Event description:
It was reported that the patient's implantable neurostimulators were turning off. One of the devices turned off four times, the other twice. The patient reported not knowing when the devices turned off. Refer to manufacturer's report #3004209178-2009-3937.